Event description:
A customer reports their abbott diabetes care device, "was too hot" when applied and was "burning customer's hand." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Customer stated sensor was too hot and was burning customers hand. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation was performed. Visual inspection was performed using a digital microscope on the returned puck. No issues were observed with the sensor. In the initial scan the data was reviewed and analyzed. No other abnormalities were observed. The device was brought to a bench for testing. The returned sensor was scanned on the evm (evaluation module, s/n 163), then restored and reactivated using the patch programmer. A sim vivo test was performed on the returned device and a cntr result was observed, which is within the required count range. An accuracy test was performed and a value was observed. The off and on current was observed within the required range. It was observed that across all functional tests that the sensor moved to normal operation mode, indicating that the sensor was fully functional. No burn marks were observed on either the pcba or sensor casing. The reported customer complaint was not observed. No abnormal errors were observed during testing and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this investigation is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "was too hot" when applied and was "burning customer's hand." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "was too hot" when applied and was "burning customer's hand." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.